Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. No further information such as e.g. A log file could be obtained and - since there was no serial number information transmitted, age of the unit and the actual state of repairs and preventive maintenance is unknown because the hospital is doing that on own behalf and responsibility. Hence, a case-specific evaluation is not possible for the manufacturer. The triggering condition for an alarm of type " device failure" can be multiple; the IFU explains that the patient shall be connected to another device without delay and that the device shall be examined by trained service personnel. This has obviously worked as intended as the user was following the recommendation of device exchange. A further specification of the nature of the fault is not possible due to lack of information. H3 other text : device not available for evaluation.

Event description:
It was reported that the device posted an alarm during use upon which the operators decided to replace the device in a controlled maneuver. No patient consequences were reportedly resulting from the event.